Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead's impedance has risen significantly and has more than doubled of what it was trending. It was noted that the bipolar impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.